Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was periodically in and out of vt. The patient had a history of vt with syncope on ward prior to transfer to the intensive care unit (ICU) and they did have an implantable cardioverter defibrillator (ICD) prior to ventricular assist device (vad). The vt was also treated with multiple antiarrhythmic intravenous medications. It was noted that the patient had been experiencing low flow alarms due to the uncontrolled vt episodes. The vt coupled with the worsening right ventricular failure resulted in clinical compromise and lower flows through the pump. On (B)(6) 2024, the patient returned to the operating room (or) to receive a temporary right ventricular assist device (rvad) which was not an abbott device, and removal of pericardial clots prior to closure. The right heart failure did exist prior to lvad implantation and there were no device related issues that caused or contributed to the right heart failure. There was no thrombus confirmed. The patient was intubated and ventilated. The temporary rvad improved the overall flow however the flow was impacted by arrythmia and open sternum, and pericardial clots. They were listed nationally for an urgent heart transplant and received a heart transplant on (B)(6) 2024. The device was working as expected.

Event description:
It was reported that the patient had been experiencing ventricular tachycardia and some renal failure. The ventricular tachycardia was treated by cardioversion and implantable cardioverter-defibrillator (ICD). It was noted that the patient had been experiencing low flow alarms due to the vt episodes. A low flow system controller 2.0 upgrade was performed and there were no issues or complications during the upgrade. The patient was on dialysis for the renal failure starting on (B)(6) 2024 and had slowly improving renal function. The renal failure was noted to not be caused by the heartmate 3 which was working as expected. Patient blood was monitored to treat the patient. On (B)(6) 2024, the patient returned to the operating room (or) to receive a temporary right ventricular assist device (rvad). It was noted that the left ventricular assist device (lvad) was working as expected. Related manufacturer reference number: 2916596-2024-01483 (heartmate touch) related manufacturer reference number: 2916596-2024-01577 (system controller)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The rvad was not an abbott device. On (B)(6)2024, the patient's lactate dehydrogenase (ldh) and plasma free hemoglobin (hb) were elevated. It was noted that the patient was still implanted with a temporary right ventricular assist device (rvad). Their flows were reduced at 2.3 lpm on a low flow 2.0 system controller. It was noted that the patient was having ventricular tachycardia (vt) which resulted in lower flows through the pump. There was suspicion of thrombus. There was no evidence of clot on echocardiogram. Ldh and plasma free bloods were monitored. Intravenous heparin was increased, and log files were downloaded. Chest drain was inserted where bleeding occurred resulting in more interruption the anticoagulation therapy. Patient was reliant on temporary rvad due to vt storms impacting on lvad flows. The patient was listed nationally for an urgent heart transplant and was to receive heart transplant on (B)(6) 2024.

Manufacturer narrative:
Section h6 - health effect - clinical code: corrected. Manufacturer's investigation conclusion: the reported pericardial clot could not be confirmed through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files from the reported event date of (B)(6) 2024 were submitted for review. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to ventricular tachycardia episode. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file captured events from (B)(6) 2024 and observed no notable events or alarms captured. The pump appeared to operate as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia, renal failure, thromboembolism, bleeding, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complication. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.